Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the stimulation was turning off, "intermittent stimulation, flickering type sensation (momentary)." This only occurred for approximately one second so patient was unable to check device during that time. This occurred at different positions, laying down, or not even moving. This occurred about 12 times in 24 hours. This occurred prior to activating as (adaptive stimulation), and more frequently since as had been enabled one week prior to the report. Normal impedances were noted. It was stated that the patient was somewhat paranoid and believed government had spy equipment in the implanted system. Four days after it was reported that the patient was standing upright or sitting, he sometimes felt stimulation turn off for 5-20 minutes and then it would turn back on. While stimulation was off, the patient felt pain immediately. Adaptive stimulation was enabled. The patient had not checked the ins (implantable neurostimulator) with patient programmer to verify that lightning bolt icon turned off during those times. It was also not checked whether position read out correctly during those times. The reported issue started 2-3 weeks prior to the report and hadn't happened for a week where it used to happen 1-2 times daily. Impedances were all within normal range. The patient did not have cycling enabled. One week later it was reported that the report of ins stimulation not felt for just a second seemed to have subsided. Since then the patient had only felt the off once. It was stated that five days prior to the report the patient had reported blowing out the stimulator: he was slumped down in a chair, on his porch, and passed some gas, and when he sat up he wasn't feeling any stimulation. The patient increased stimulation amplitude and then felt stimulation. The programming was that upright voltages were high, 8.0 v on program 1 and >7 v on program 2, and, when laying down, there was approximately 1 v reduction on each program. It was noted when patient in clinic was put in lying position he was lying on a hard surface, and when he lay on a soft bed this voltage changed. One week later it was reported that the issue had been resolved, the patient realized that the voltage was lower due to slumped position. When he lay down directly on right side from upright, his voltages did not decrease and still showed upright. If the patient rolled to back, the voltage reduced, the programmer showed lying back, then turned to right, voltages were comfortable and programmer showed lying right. Patient's ins was directly in his belt-line and it sometimes "tilted" when it got caught on his belt. The implanter/manager wanted to wait until patient incision completely healed before determining if pocket revision was necessary. The patient would have a follow-up appointment with the implanter/manager six days after the report and patient's ins would be re-oriented then to read true when lying right. The cause of issue was determined to be pocket position of the ins. The therapy was effective, the patient had been able to mow his lawn, something he hadn't been able to do for the previous two years because of pain.